Event description:
The vns programming wand, computer and flashcard were returned for analysis on (B)(6) 2012. Analysis of the wand did not reveal any anomalies, and the wand performed per specifications. Analysis of the computer and flashcard is pending.

Event description:
Reporter indicated a vns programming system (handheld computer, programming wand, and flashcard) was performing intermittently. The system would not interrogate vns patients consistently, the screen would freeze on an unknown screen, and the system would require recalibration. The reporter was able to use back-up vns programming systems successfully, and no patients were affected by the suspect programming system. Attempts for return of the vns programming system for product analysis are in progress.

Manufacturer narrative:
Suspect medical device, corrected data: the incorrect serial number was inadvertently reported on the initial MDR report. The correct serial number is provided. Report type, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis of the computer and flashcard was completed. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery that prevented main battery cover from seating properly and registering a false open battery latch condition. No further anomalies were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.